Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: a visual inspection of the pump showed evidence of moisture corrosion in the battery canister. The battery compartment was not damaged and the pump passed a leak test. The pump cover was opened and further moisture ingress was found on the printed circuit board and on the motor flex.